Event description:
It was reported that two (2) incidents occurred with the electrosurgical unit (esu/generator). During 2 procedures one was specified as being a transurethral resection of the prostate (turp). In both cases, the esu was used with an erbe bipolar connecting cable part number 20196-115, lot number information not provided which connected the esu to an olympus resectoscope. No information was provided in regards to the unit's settings. During the procedures a flame formed on the cables. The exact location of the flames i.e., in the connector area, distally or proximally, etc. Was not provided. Finally, no injuries were reported i.e., with staff or the patients and no further details were furnished. Note: in the second incident, no information was provided in regards with the date of the procedure, type of procedure, or involved patient e.g., age, sex, weight etc.

Manufacturer narrative:
The esu was thoroughly inspected/tested note: the involved cables were disposed of by the medical center and not available for an evaluation. The unit was found to be functioning as intended. The evaluation included an electrical safety check, a functional check of each of the equipments features and a power output check. The generator was/is within specifications and all features were/are functioning properly. In conclusion, no equipment problem was found that would have caused or contributed to the event. Based upon the provided information, most likely the bipolar connecting cables were damaged due to age, wear and tear, frequency of reprocessing, mechanical kinking and tensile loads during use and possibly during activation, etc. As a result, a short occurred within the accessories which lead to an arc i.e., flames. However, no conclusive determination can be made at this time. Nevertheless, in the bipolar connecting cables notes on use, it states that the product must not be kinked and must be protected from any mechanical damage. The cable must be checked for damage before each use. If there is obvious damage, the cable must no longer be used. No trends have been identified. Erbe USA, inc. Is now closing the file on this event.